Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the tube pre-test passed. The doctor found cuff leakage when using it on a patient. Change to a new tube." No report of patient harm or injury.